Manufacturer narrative:
Customer problem confirmed in that the pump displayed a 1610 error after power up and was not able to be turned on. However no problems were found with the pump becoming "hot". The pumps mp board was found to be faulty and needed to be replaced.

Event description:
It was reported via duodopa-hotline that a cadd-legacy® duodopa pump became very hot and would not be switched on. No patient injury reported.